Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation has shown that some tips of the present cruciform screwdriver are indeed broken off due to a mechanical overload situation during use. It is assumed that the screwdriver tip was not inserted correctly into the cruciform recess of the screw head and therefore a correct load transfer from the instrument to the implant was not ensured. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
The edges of the cruciform screwdriver are broken off. This is 1 of 1 report for complaint (B)(4).